Event description:
Immediately after receiving a cypher stent in the proximal left anterior descending coronary artery, the patient complained of significant weakness in the right side as he was being transferred from the cath lab table to the stretcher. A neurological assessment was conducted and magnetic resonance imaging (MRI) confirmed that the patient has suffered a stroke. Patient was discharged home shortly after, exact length of hospital stay is unknown.

Manufacturer narrative:
Add'l info will be submitted within days upon receipt.